Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's flex vision computer was unable to turn on. The analysis of the provided logging shows a malfunctioning flex vision pc. The host pc could not connect to the flex vision pc. Upon troubleshooting, flex vision pc was defective. To resolve the issue, fse replaced the flex vision pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system's flexvision computer was unable to turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.